Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, which was reproduced. The device evaluation confirmed the stuck key when the device was turned on (device cycled on its own) caused by a failed keypad. It was also observed that when pressing the #2 key, it responds as an ok. The keypad was delaminated and found to have a carbon ink bridge on the circuit layer. Evaluation found the cause to be the carbon ink bridge on the circuit layer. The failed keypad was replaced.

Event description:
It was reported that a spectrum pump had a stuck "arrow down" soft key. It was also reported there was no patient injury.